Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery, the drill broke off at the proximal end. There was no harm for patient, operator or third party reported. No further information was received. Update 27-mar-2026 - further information was received: it was reported that during a surgery, the drill broke off at the proximal end. No fragments remained in the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully without using a different device. It was not necessary to switch the surgical technique or do a second surgery.